Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced the high blood glucose of 400 mg/dl. The customer had problem with quickset which was not working. The customer reported that plastic needle was bend. No information was provided about the treatment and the automode use. The device will not be returned for the analysis.